Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later, date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the affiliate that during a laparoscopic surgery for colon cancer, the nurse found that the package was air leakage. For the sake of safety, another like cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that an ecr60b device was returned outside its original package. No package was returned for analysis. We were unable to analyze the sample utilized in the reported event as the primary package of the ecr60b instrument was not returned to us. Only the ecr60b device received. It could not be determined what may have cause the reported event. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends.